Manufacturer narrative:
As reported, the patient experienced chronic left sided pain following implant of the 3dmax mesh. As reported additional surgery, 20 years post implant found the mesh was folded over with scaring against the nerve and area of pain. Based on the information available, there is no way to determine what may have caused the mesh to become ¿folded over¿ as reported. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Device not returned - remains implanted.

Event description:
As reported, the patient underwent bilateral hernia repair surgery on (B)(6) 2002 and was implanted with two 3dmax mesh devices. One for the left sided repair and one for the right sided repair. It was reported that the patient had been experiencing significant pain on the left side since implant. The patient has not experienced any issues with the right sided repair. Exploratory surgery was performed on (B)(6) 2022 to explore both sides and found the top corner of the left side mesh was folded over with scaring against the nerve and area of pain.